Event description:
It was reported by service report that the siderail and spindle were broken presenting sharp edges and it is unable to be latched up. No patient involvement or adverse consequences are reported.